Event description:
Procedure was to treat a severe stenosis in the left common artery. An attempt was made to deploy the 6.0 x 100 absolute stent; however, only approximately 2 cm of the stent deployed, the rest of it would not deploy. The stent delivery system (sds) was retracted, which dragged the partially deployed stent through the sfa, where the stent broke off in the common femoral. An attempt was made to pull the device out with the sheath, but the remainder of the stent deployed in the right external common ilic. These two segments were ballooned in these locations. A dissection was noted in the sfa (not flow limited), so the decision was made to go back in and stent. The sheath had to be placed again, but was not down as far as the stenosis. A 6 x 60 absolute stent was 'pushed' through the severe stenosis, resulting in the stent deploying half in the left common and half in the right common (over bifurcation). A kissing balloon technique was used to balloon this stent, followed by two additional stents being deployed inside to open them up.